Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during a spinal catheter procedure, the non-invasive blood pressure measured low at 68/13 and the patient was treated with effortil. There was minimal effect on blood pressure due to the medication and no harm to the patient. The blood pressure measurements were displaying incorrect low values, especially diastolic measurements. The customer uses the invasive reference with philips monitors but could not provide what reference was used for the previous monitors. The blood pressure was not compared to manual blood pressure or the previous monitors used. It was also indicated the blood pressures were taken over the top of patient pajamas, so the users will begin taking pressures with cuff to skin.

Manufacturer narrative:
Based on the information received, the event indicates there was no actual patient harm related to the administration of unnecessary medication; however, incorrect or unnecessary medication administered to the patient will be considered a serious injury, as medical intervention was performed to preclude permanent impairment of a body function or permanent damage to body structure. Through communication with the clinical application specialist, it was confirmed that the customer's monitors were configured with the invasive reference mode. Research and development (r&d) provided input that the reference mode for pediatric cases should be set to auscultatory. R&d recommended the customer keep the reference as auscultatory for pediatric cases. Based on the information available and the testing conducted, the cause of the reported problem was the use of the invasive reference standard mode over the auscultatory reference for pediatric patients. The reported problem was confirmed. A clinical harm review was performed. The reported event of unnecessary medication administration was reviewed by the post market surveillance (pms) clinical expert. The customer was using the invasive reference mode with their host monitors for pediatric patients, so it was recommended to change this to auscultatory mode for pediatric cases; therefore, there was no malfunction of the device. This event is assessed as possibly related to use error or inherent use of the device. Further, this event is assessed as labeled and predicted in the risk document. No further action is required. If additional information is obtained about this event, the pms clinical expert will review. The monitor was reconfigured for auscultatory reference mode for pediatric cases. The device was operational after repairs were completed.